Event description:
User alleges they had one event of the needle staying in the patient's arm after use. When the clinician pulled the needle out clinician received a needle stick. No treatment to clinician.